Manufacturer narrative:
H.6. Investigation: two photos and one loose 1ml ll syringe without any packaging were received. The sample was visually evaluated. The syringe had almost no scale markings on the barrel ¿ there were several partial markings visible where numbers or grad lines would normally be. The defect is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process.

Event description:
It has been reported that one syringe 1ml ll w/o dn has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported "the syringe numbers are very faint and barely readable." Customer text: the reporter stated on (B)(6) 2019, "as I was drawing up the eylea, we noticed the syringe numbers are very faint and barely readable. The physician was not comfortable using the syringe as she did not know if she was injecting the correct amount of medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 1ml ll w/o dn has been found experiencing scale marking issues during use. The following has been provided by the initial reporter: it was reported "the syringe numbers are very faint and barely readable." Customer text: the reporter stated on (B)(6) 2019, "as I was drawing up the eylea, we noticed the syringe numbers are very faint and barely readable. The physician was not comfortable using the syringe as she did not know if she was injecting the correct amount of medication."